Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed during pre-use check: internal leakage failed. There is no log provided to confirm above claim. Our field service engineer has investigated the reported machine on site. The oxygen gas module has been replaced to resolve the issue and sent back for investigation. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 72 hours. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref# (B)(4).